Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly overnight. The customer's blood glucose level was 175 mg/dl. The customer connected the pump to a power source and the pump turned on. Additionally, it was reported that the customer observed the battery jumping from 10% to 65%, and subsequently depleting to 5% charge. Tandem technical support reviewed pump data and observed the customer's report of increasing and decreasing charge over a period of a few hours. Reportedly, the customer would continue use of the pump for therapy.